Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. There was no reported adverse impact to customer's blood glucose level. Reportedly, the customer had an alternate therapy available for diabetes management.